Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient got a settings not available message when turning therapy on in group c. The patient switched to group a and could turn therapy on and adjust settings. When the patient switched to group b, they received a settings not available message when they attempted to turn therapy on. The patient could adjust therapy settings with therapy turned off. The patient had not been able to adjust therapy settings for the past couple of weeks. The patient had 1 program in group b. There were no external patient factors noted to be contributing to this issue. An impedance check was performed on (B)(6) 2021 which showed that electrode 13 was greater than 40,000 ohms. The manufacturer representative was able to program without using that electrode and was still getting the desired settings for the patient. The issue was resolved at the time of the report.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead information was previously submitted in regulatory report # 3004209178-2025-08460. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported the battery life has significantly decreased and they are not sure how long they have to charge the implant. Patient asked if there is something that can be done to adjust the stimulator or if the battery needs to be replaced. Patient stated they have met with several different manufacturer representatives (rep) in the years ago for adjustment but they are not sure who is the rep now. Patient stated they think the leads come loose. Agent asked clarifying questions and patient did not answer. Patient service reviewed reps role and recommend patient consult with healthcare provider office for next steps. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On (B)(6) 2025 patient called back stating they have an appointment scheduled for (B)(6) 2025 and requested a rep be present; agent emailed field. Patient repeated previously documented information and added that the last time they met with a rep, 2 or 3 years ago, they noted that a couple of the leads were no longer intact. Patient could not recall name of rep. Patient also stated they received a follow up letter. Patient reported no know contributing factors leading to the not holding a charge. The issue is not yet resolved as they have not had their appointment yet.